Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify an opening striated in the anterior side and broken striated in the radius side. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage. -a striated broken in the radius side assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.